Event description:
It was reported that the customer had a button error on her insulin pump. Her blood glucose was 301mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.